Event description:
It was reported that on (B)(6) the c-arm was shaking while doing tomo sweep. The field engineer assessed the equipment and determined that the allen screw was loose and one was sheered off. The tomo pot and the screw were replaced, and the system met the manufacturer´s specifications. No patient injury or staff reported.